Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to oversensing of noise and inappropriate shocks. A new system that was not manufactured by boston scientific was successfully placed at this time. Both the s-ICD and electrode have been received by boston scientific for further investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to oversensing of noise and inappropriate shocks. A new system that was not manufactured by boston scientific was successfully placed at this time. Both the s-ICD and electrode have been received by boston scientific for further investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.